Event description:
Patient reported issue with cadd legacy pump, (B)(4). Last sunday (B)(6) 2016) patient awoke beeping pump and an empty cassette and the bag holding the pump was wet. The pump showed now error message. The patient changed the cassette and went back to sleep. Then yesterday, the same pump began to leak all over and seemed to leak from inside the pump. Author confirmed the patient was aligning the cassette properly and no error messages were displayed. Inquired if patient experienced any increase in side effects when she switched from the malfunctioning pump to back up pump. Patient reported increased headache. Author informed patient that she probably wasn't getting the correct dose for the malfunctioning pump. No other information available. Dose or amount: remodulin 118 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to present.